Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device was not recovered for evaluation. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The consumer was sitting on the walker sweeping with his broom when the wheel snapped. He fell, hit his head, and went to the doctor. He received no serious injuries. Historical data for complaints of this issue were very limited. Defect rate was (B)(4) the unit was in use for 2 years with no maintenance. The consumer was not following the instructions for use. The device is not a transport chair. Brakes should be engaged while seated with no motion permitted.